Event description:
It was reported that the programmer's touch pen would not calibrate. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus touch pen would not calibrate and therefore the overylay/bezel assembly was replaced and the stylus calibrated. (B)(4).